Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. During the evaluation, a ventilator inoperative alarm condition was observed. The device's system board was replaced to address the issue. Additionally, the device failed a test step during testing. The device's three-way solenoid valve was replaced to address the issue.